Manufacturer narrative:
Testing and investigation found the device did not pass the distal occlusion test on channel 3 by alarming out of range. This was due to a broken pressure pin. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device distal pressure pin was broken. Prior to testing the device was returned to the biomed dept for an unspecified reason. No info was provided; therefore, specific patient info, device programming, or event details were not available. The customer contact reported during testing the device did not pass the distal occlusion test by alarming out of range on channel 3. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.